Event description:
It was initially reported that the patient underwent an MRI on (B)(6) 2013 and though the nurse was not sure of the result, she thought the patient had ¿a tumor in the intrathecal space¿. The patient also experienced increased spasticity despite dosing changes and boluses. A catheter dye study was performed which was believed to be negative. The patient was on his way to see his neurosurgeon for evaluation of the MRI when he called the nurse because, he was feeling funny and was really loose and lightheaded. The nurse confirmed the total catheter volume was 0.186 and that is what she used to prime the catheter after the dye study. Drug in the pump was baclofen. Additional follow-up as of the date of this report indicated a questionable hole in the catheter. It was reported that patient had returned to the clinic in (B)(6) 2013 as they experienced leg tightness, nausea/vomiting, bladder dysfunction, and itching. Aspiration via the side port of the pump was done and a bolus via the pump was administered. The results of the side port aspiration were determined as being within normal limits. However, the patient did not respond to the boluses. Further follow-up in regards to the catheter indicated that patient was suspicious there was a catheter issue and thought that there was a hole because of the increase in baseline pain. The specific catheter issue or the exact location of the issue was unknown. The catheter was revised on 2013 (B)(6); explanted catheter was not be returned. Per the reporter, patient was now ¿doing well¿ and was back to baseline in regards to control of their spasticity. Intrathecal baclofen therapy/treatment was ongoing.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).